Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging, displayed a flashing red indicator light on the battery charger, and was not providing power to the controller. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The battery failed visual inspection and functional testing. Failure analysis of the returned device revealed that the battery was unable to power a controller and could not be charged. Further analysis of battery revealed a damaged wire within the strain relief of battery cable. As a result, the reported event is confirmed. The most likely root cause of the reported event can be attributed to wear of the output cable's strain relief. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.